Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and performed to specification up to (B)(6) 2014. The device failed a self-test due to a low battery on (B)(6) 2014. A fresh pad-pak was installed on (B)(6) 2014 and the device powered up and passed a self-test. Multiple manual power ups of ten minutes duration were observed in the device memory between (B)(6) 2014 and (B)(6) 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.